Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported nano system blood glucose results, all mg/dl: 500 at 8:54am; 340 at 8:53am; 440 at 8:52am; 140 at 8:51am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.